Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system in a vaginal vault suspension procedure on (B)(6) 2011. Two days after the implantation procedure, the patient returned to the physician and presented with partial nerve entrapment on the left side. The physician reportedly cut the mesh arm and released it. The physician does not know what caused the nerve entrapment, but since releasing the mesh arm, the patient has reportedly been doing well.

Event description:
It was reported to boston scientific corporation that the patient originally had leg pain and experienced difficulty walking. Per the physician, the patient's symptoms have since been completely resolved.

Manufacturer narrative:
'Describe event or problem' was updated with additional information.